Event description:
It was reported that the dexcom g7 continuous glucose monitoring (cgm) sensor lost signal and disconnected, after which the user was guided to toggle the sensor switch and restart the sensor, and the sensor was re-paired using a pairing code. No adverse clinical symptoms reported. Outcomes included no reported impact beyond temporary interruption of glucose data. User support included customer support-led troubleshooting and education. Investigation of this case revealed a transient communication disruption consistent with sensor signal loss, which resolved after restart and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related and not a device malfunction.